Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported has been verified and repaired. The root cause for this failure can be attributed to a faulty keypad. The following repair activities were conducted: mechanical upgrade performed motor defective: replaced, keypad faulty: replaced, keyboard pcb replaced, defective o-rings replaced, unit cleaned. Further, a review into the depuy synthes mitek complaints system revealed a complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during shoulder repair, it was observed that the micro handpiece w/ hand controls device would switch itself on and off. According to the report, failure: after large repair and after first operation, the buttons on the device refused to work. It was further reported that the electricity would turn on independently and shaver would start to work. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.